Event description:
During routine testing of the device, the user reported the trial kit was left out in the rain after a mechanisms show that caused 9 adapters to rust. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there were no pt involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.